Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw.

Event description:
It was reported that the patient underwent an unknown spinal procedure. Approximately 3 months post-op, it was discovered that a screw was broken. A revision surgery was done to remove and replace the broken screw. During the revision, an ib device was also implanted. The patient outcome is listed as ok. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.